Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy, skin irritation under the front therapy pad. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him to apply aquaphor and cerave cream to the irritation. Follow up indicated that the skin irritation has improved.